Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported and it was not reported if an autopsy was performed. It was not reported if the patient was hospitalized prior to death. The patient had cardiopulmonary resuscitation performed but was unsuccessful. It was reported pd therapy was ongoing until the time of death. No additional information is available at this time.